Event description:
The customer reported that on (B)(6) 2011 erroneous/imprecise total thyroxine (tt4) and thyroid stimulating hormone (tsh) results were generated on a unicel dxl800 access immunoassay system for two patient samples. An initial and repeat free thyroxine (ft4) result was also generated for one of the two patients; however the ft4 results were not regarded as erroneous/imprecise. This report is two of two and represents the imprecise tsh results generated for two patients on a unicel dxl800 access immunoassay system on (B)(6) 2011. The initial tsh results recovered within the normal reference range for both patients but were questioned by the lab technician. The initial erroneous results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat testing on the same instrument, different tsh results, still within the normal reference range, were generated for both patients. Collectively these results were outside of the assay's stated precision claim. The instrument assay was recalibrated between the initial and repeat results. Beckman coulter inc. Evaluation of customer supplied data indicated that instrument assay quality control results recovered within the customer's established specification range during the timeframe of the event. The customer indicated that an instrument system check executed prior to the event generated acceptable result in relation to customer established specifications and there were no error messages posted to the instrument event log in conjunction with this event. The samples were drawn into lithium heparin non-gel plastic tubes and centrifuged prior to testing. The samples were retained at room temperature. Patient number two's sample was a short draw.

Manufacturer narrative:
(B)(6). Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the sample probe. An instrument carry over performance test was executed with acceptable results. The instrument was returned into service after the verified completion of repairs. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-03495, 2122870-2011-03496.